Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the event occurred due to damage to the video cable connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the pc card slot was defective on the visera pro video system center. The card could not be removed or inserted. The issue was found during preparation for use. Inspection and testing of the returned device, found that due to damage on the connector, the image was interrupted. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found intermittent image (including severe noise or flicker that the endoscopic image was not visible). Video connector no longer held camera heads. Additionally, the pc card slot was damaged, the cp board was dirty, and the ejection function of the card reader was defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.